Manufacturer narrative:
(B)(4). Eval, results: (occlusion, restenosis of stented segment).

Event description:
During the index procedure 1 complete se stent was successfully implanted to the proximal left sfa. Approximately 12.5 months post index procedure, in-stent restenosis of the target lesion was diagnosed by angiogram. A clinically driven target lesion revascularization was performed approximately 18 months post index procedure. Lesion percent stenosis at time of revascularization was reported to be 90%. A balloon angioplasty and stent were used to treat the lesion. The treatment was successful. The investigator reported a definite relationship between the device and the event. The pt recovered with treatment. Complete se sfa is a pre-market device, but is similar to complete se biliary/iliac which is approved in the u.s.